Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) has chronic congestive heart failure in which the patient exhibited dyspnea with exertion, abdominal swelling, decreased energy level, and decreased exercise tolerance. It was also noted that the patient ejection fraction is less than 20 percent. Additionally, there was high pacing impedances measuring greater than 2500 ohms and there were observations of loss of capture. A chest x-ray was performed and found cardiomegaly with lack of biventricular pacing due to left ventricular (lv) fracture. It was noted that the patients symptoms had worsened. A revision procedure was performed that noted anatomic challenges leading to increased procedural time. Attempts to remove the old lead were unsuccessful. Ultimately, the lv lead was surgically abandoned and replaced. The physician elected to replace the pulse generator at the same time. No additional adverse patient effects were reported.